Event description:
Baxter legal reports that a pt expired approximately 3-4 minutes into treatment while using the psn 170 dialyzer and according to the physician, the pt died from anaphylactic shock. Review of pt's medical record reveals nursing note reporting "4 minutes after dialysis started, pt c/o feeling hot, questioned as to whether pt was also itching and pt had gotten a glazed look in eye and was no longer speaking, immediately placed in trendelenburg, b/p was 150/121 stopped rinseback, blood sugar of 236 obtained, pt had eaten just prior to getting on machine. Bolused with 500 cc ns through permacath, pt started having gasping respirations, placed on o2 per nasal cannula, benadryl 25 given with no effect. Then 911 called at 0706, hooked pt up to cardiac monitor and began bagging, pt at that time was having stridor and heart rate was sinus brady with a pulse of 43. 1:1000 epi sub q given 1/2 cc, no response, b/p dropping to 80/60, continued bagging, airway inserted, ns bolus of 500 cc given, b/p 50/38. Dr. Notified and was told paramedics were here at 0711. B/p 49/29, orders received to send pt to e.r. When stabilized. At 0715 pt intubated per paramedics, vomitus noted coming from pt nose and mouth. Atropine 1 mg IV given by paramedics. Heart rate 27, no b/p obtainable, 0721 add'l atropine 1 mg IV given by paramedics. At 0724 amp of epi IV given, pt in full arrest, CPR started, breath sounds positive. At 0724 1 amp na bicarb given per paramedics, faint pulse felt. At 0727 transported to hospital, CPR still being done."